Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Reportedly, the customer alleged that the pump did not deliver insulin as intended. No additional information was provided and the customer declined troubleshooting with tandem technical support.